Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, when inserting the nail, the spanner was used to tighten the driving cap to the insertion handle, but it broke off. Threads were left inside the handle. The operation proceeded, but difficulties were encountered when the surgeon needed to back slap the nail. The connecting screw broke off in the insertion handle. The handle then came disconnected from the nail and fell on the floor. The connecting screw had broken off inside the nail. Because of this, the surgeon had to freehand proximal locking and was only able to get one proximal locking screw in, which wasn¿t ideal. The surgery was delayed for an unknown amount of time as a result. No further information is available. This report involves one cannulated connecting screw. This is report 1 of 2 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.